Event description:
On 24-feb-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set and 1 tubing), 2 devices showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two infusion set's tubing came apart at the abdomen. The pump was located on the abdomen. The infusion had been in use for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4) event occurred in the united states. The patient reported that two infusion set's tubing came apart at the abdomen. The pump was located on the abdomen. The infusion had been in use for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.